Event description:
The camera head was returned to the service center with a report of a puncture in the cord. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, lines showing on the image due to faulty charge coupled device (ccd) were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the puncture on the cable, a non MDR reportable event was confirmed. The lines on the image were due to a faulty charge coupled device (ccd) unit. Both were reportable MDR failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.